Event description:
It was reported that a basal/bolus infusor underinfused. The reporter stated that the flow rate seemed slower than the expected rate of 96 ml/24 hrs. This occurred during patient infusion with indigo carmine solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/09/2013 and 05/14/2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing determined that the device flow rate was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.